Event description:
It was reported the customer received a no delivery alarm during a bolus. The customer's blood glucose reached 400 mg/dl. Customer treated their blood glucose with a manual injection. Customer stated the alarms were recurring even after changing their infusion set. The customer also requested a replacement insulin pump because they were 8 months pregnant. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.